Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional and pressure testing a leak was observed from the port seal of the device. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the condition could not be determined. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an intravia 150ml bag had a leak from the seal that attaches the bag and the base of the IV tubing port. The bag contained 50mcg/ml fentanyl citrate. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The date of the event is unknown, however the customer reported that the event was reported to the pharmacy on (B)(6) 2015. Should additional relevant information become available, a supplemental report will be submitted.